Event description:
Add'l info rec'd from rptr 1/31/04: when former pt reported to rptr that they were pregnant, having done the tubal occlusion, rptr knew that they must report the failure. Rptr has subsequently learned that pt indeed is not pregnant, rather it was a misreading of their ultrasound by the radiologist, and that their physician had told pt they were pregnant without benefit of a pregnancy test, which indeed came up negative.

Event description:
Pt had placement of filshie clips. Positive pregnancy test on event date. Pictures reviewed replacement of device, was placed properly.